Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight unavailable. Additional product code: hwc. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. This event resulted in additional surgical intervention to remove the malfunctioned part, as well as blade induced infection and necrosis of the skin. Device history records was conducted. The report indicates that the: (part mfg date: 24 december 2014, expiration date: n/a part number: 04.013.048, lot number: 7881575. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blade 80mm non sterile for ti retrograde femoral nails-ex product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There were 2 parts scrap at the turn complete operation for a machine malfunction issue and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ankle/hind foot fusion revision surgery was performed on (B)(6) 2016 after x-rays on an unknown date revealed that the spiral blade had migrated. During the revision surgery the spiral blade was removed and no additional device was implanted; all other implants remained implanted. Cultures were obtained for an unknown reason. The implant was easily removed and the procedure was successfully completed with no surgical delay. It was reported that the intraoperative cultures came back positive for ((B)(6)) infection due to blade induced necrosis of the skin. This complaint involves 1 device. This report is 1 of 1 for (B)(4).